Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported the grounding pad stopped working during the previous and current cases. Despite cleaning the area, changing pads, and repositioning, the issue persisted. The case was completed using the forcetriad. Fse visited the site, replaced the ground pad, and power cycled the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to defective ground pad.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grounding pad stopped working. The customer had cleaned the pad area, changed pads, and moved pad to another part of the patient with no change. The customer completed the case with force triad with no reported injury.